Event description:
During review of the programming history available to the manufacturer, it was noted that the patient was at unintended settings on (B)(6) 2009. A faulted diagnostics test occurred at the previous office visit on (B)(6) 2008. A final interrogation was not performed. The patient's unintended settings were corrected upon discovery. No adverse events have been reported as a result of the issue.

Manufacturer narrative:
Product information: lot number and other, corrected data: previously submitted MDR indicated the wrong suspect medical device. This report is being submitted to correct this data. Device manufacture date, corrected data: previously submitted MDR indicated the wrong suspect medical device. This report is being submitted to correct this data.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Labeled for single use, corrected data: previously submitted MDR indicated that the suspect medical device was for labeled for single use; however, the device is not labeled for single use. This MDR is being submitted to correct this information. Usage of device, corrected data: previously submitted MDR indicated that this was the initial use of the suspected medical device was for labeled for single use; however, this field is not applicable for the device reported. This MDR is being submitted to correct this information.